Event description:
Additional information was received from a hcp. The hcp reported that they did programming and setting adjustments to troubleshoot the lack of therapeutic effect and lack of stimulation. It was noted that an x-ray was used to verify the correct positioning. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-apr-13. The patient reported that the device was explanted and would be returned for analysis. The patient noted that they received no real improvement in the rate of their urination. The patient noted that they were urinating 2 times per hour. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. Prior to the implant the patient was going to the bathroom 3 times an hour during the day and now that he had the implant he was going 1 time per hour. It was reviewed that this was >50% reduction and was considered a success, but the patient felt it was not enough. He did not really feel the stimulation and if he turned it up then it would be uncomfortable and painful. The patient had never tried changing programs. It was noted that the patient was legally blind and needed his wife to use the programmer. His wife was not currently with him right now. Troubleshooting could not be performed. The issues had been occurring since implant, (B)(6) 2016. On (B)(6) 2016 the patient later reported not feeling stimulation and couldn¿t increase stimulation because he had pain. The patient wanted someone to help change programs. It was noted that the patient had never felt stimulation since implant and it had not helped since implant. The patient was going to call and check with the healthcare professional (hcp) on switching programs. Additional information was received from a patient on (B)(6) 2016. It was reported the patient had an appointment with their healthcare provider (hcp) for reprogramming on (B)(6) 2016. The patient stated they would know after the visit if they had stimulation as well as better effect. Additional information was received from a patient on (B)(6) 2016. It was reported that it felt like the patient was carrying a ¿heavy weight¿ around the hip ¿about 4 months ago.¿ it was noted that the device was reprogrammed after past call and they felt stimulation but was still not getting good results, peeing twice every hour since implant. Additional information was received from a patient on (B)(6) 2016. It was reported that they had a scheduled appointment with their doctor on (B)(6) 2016 and with their personal physician on (B)(6) 2016. The patient indicated that the issue could be from the device concern or from arthritis which they have. They felt the weight every time they were walking. They also stated that they did not know what circumstances that led to feeling like there was a heavy weight around their hip. The patient indicated possibly having he device removed since it was not helping with their condition. Additional information was received from a patient on (B)(6) 2016. It was reported that, on (B)(6) 2016, the patient's hcp told them that they didn't think the device was the cause of the heavy weight feeling around the hip. They added that it could be the result of the arthritis that they have there. The patient was scheduled to do an x-ray to see if the device was actually in the right location. On (B)(6) 2016, the patient got their device reprogrammed and got the location of the stimulation changed. They noted that they felt stimulation around the anal area instead of around the hip. They also noted that the heavy weight feeling was gone and their rate of peeing decreased from 2 times per hour to 1 time per hour and a half. Additional information was received from a patient on (B)(6) 2017. It was reported that the patient experienced a loss or change of therapy. The patient stated that they have an implant removal scheduled for (B)(6) 2017 because the device was not working for them. The patient clarified information that was reported on (B)(6) 2016. The patient stated that they were reprogrammed by their manufacturer representative on (B)(6) 2016 because their device was not working for them. It worked for 2 weeks but then just stopped working and he felt no stimulation and no improvements with his symptoms.